Event description:
The FDA provided ventec with a copy of a voluntary medwatch report which stated the following: "the patient's ventilator stopped working while he was on it. The ventilator will not ventilate and powers off on it's own, then turns back on and then powers back on, over and over. The patient was not harmed and was placed on his backup ventilator." There was patient involvement associated with the reported event, however, there was no harm to the patient. Ventec reached out to the initial reporter for additional information about the patient, but was advised that she was unable to provide anything more.

Manufacturer narrative:
H6: ventec reached out to the initial reporter who is also and authorized service provider (asp) for ventec. The asp advised that they intend to evaluate and repair the device themselves. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.